Event description:
It was reported that a patient presented in the emergency room reporting syncopial episodes. Examination of the patient's implantable cardioverter defibrillator revealed elevated capture thresholds on the right ventricular and left ventricular channels. Corrective programming changes were made. The patient was stable throughout.